Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the cover was found damaged due to normal wear. The device was inspected and repaired. MFR date: 03/2012.

Event description:
Device was returned for service/repair/calibration. During service technician found loose screws and coupling latch loose. This is 1 of 1 report for event # (B)(4).